Event description:
The initial clot was located in the left p1 posterior cerebral artery (pca). Five passes were made in attempts to retrieve the clot with the subject retrieval device. After the last pass, a thrombolysis in cerebral infarction (tici) score of 2b was achieved; however, embolization to new left distal calcarine p4 branch pca territory occurred. Otherwise, there was complete reperfusion of the pca territory. No additional intervention was performed. The patient¿s clinical condition was not affected by the reported event. It was reported that the "patient¿s neurological status improved greatly."

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the left p1 posterior cerebral artery (pca). Five passes were made in attempts to retrieve the clot with the subject retrieval device. After the last pass, a thrombolysis in cerebral infarction (tici) score of 2b was achieved; however, embolization to new left distal calcarine p4 branch pca territory occurred. Otherwise, there was complete reperfusion of the pca territory. No additional intervention was performed. The patient's clinical condition was not affected by the reported event. It was reported that the "patient's neurological status improved greatly."